Manufacturer narrative:
At the visit on site the field service engineer (fse) replaced the laser head as a preventive measure and verified the system according to company specifications successfully. Local service support team reviewed all cases, and no technical root cause could be determined. The clinical application specialist (cas) on site visit reported that some cases could not be evaluated due to missing data. After evaluating the preoperative and postoperative data for those cases available, it was noted that some cases could be excluded because the wrong outcomes are caused by decentered ablation or decentered flaps. During check of some videos of the flap procedure with a non company device, it could be seen that in most of the cases, irregularities in the stromal bed (flap lift looks not smooth centrally) occurred. No technical root cause was identified as the system was found to be within specifications. Laserhead was replaced as a preventive measure. The root cause cannot be determined conclusively because the sample was not returned for evaluation and no other relevant data is available for review. Potential contributing factors to the reported issue may be the flap procedure with a non company product. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a case of bilateral distance and night vision problems post operative lasik procedure. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.